Event description:
Customer reported device has some melting on it. Customer stated cleaing the device with alcohol wipes and the incident may be cleaning related. Customer indicated there was no patient or customer impact. A request was made for return product and replacement product was sent.